Manufacturer narrative:
(B)(4). Additional information: on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Did the surgeon move the firing knob to the left or to right before firing? No. Was the handle closed completely before firing? Yes. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Did any part of the instrument break-off from the device? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. The analysis results found that the instrument was received with two cartridge reloads present. The cartridge reloads were received fully fired. After further inspection of the device, it was noted that the staple height selector was broken on the left side. The device was tested for functionality with a test reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to how the staple height selector became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device fired two times and went well. The third time, the staple line closest to the cut line, which is the inner row of staples, did not form. The malformed staples were removed and another device was used to complete the procedure. No adverse consequences reported.